Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that patient had an infection at the ipg site. Infection was treated with IV antibiotics. Surgical intervention was undertaken wherein the scs system was explanted.

Manufacturer narrative:
Correction: section d9 - device available for evaluation. Correction: h2 - follow-up type. Correction: h3 - device evaluated by manufacture.

Manufacturer narrative:
A patient had an infection at the ipg site was reported to abbott. The infection was treated with IV antibiotics. Surgical intervention was undertaken wherein the scs system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.